Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had trouble recharging and the stimulator was turning on without the programmer. The patient had coupling and communication issues. The patient stated he observed all boxes shaded when he started recharging, but then the shaded boxes dropped down to one. The patient last recharged a week prior to reporting this event and he doesn't always use his belt. There were two occasions where he felt a "jolt" and the stimulator turned on; the patient had to use the patient programming to turn it off. This occurred either when he was sitting or walking. This occurred one other time over a year ago. The patient reported that he fell more often due to being weak. Additional information has been requested and will be made as follow up as it becomes available.